Event description:
An impella cp device was inserted via the right femoral artery in a 79 year-old male patient presenting with acute myocardial infarction and cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. Prior to impella cp placement, the patient was noted to be supported with an intra-aortic balloon pump. Bloody urine was observed in the foley catheter prior to impella insertion when the patient arrived at the facility. Traumatic foley catheter insertion was reported. This is a noted pre existing condition. While on support, the impella cp was operating at performance level 7 with expected flows of 2.9 liters per minute. A decision was made to withdraw care. The death is unrelated related to the impella cp and is most likely attributed to the patient¿s underlying critical clinical presentation as they presented in society for cardiovascular angiography and interventions (scai) shock stage e. Patients who present is stage e shock have a known increased risk of mortality.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
After further information was received, this event was determined not to be a reportable event. H6 component codes were updated accordingly based on the event as non-reportable.